Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dry skin and eczema. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), procedural pain ("I almost 6 weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion / bladder adhesion"), uterine adhesions ("uterus adhesion"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), migraine ("migraines"), headache ("headaches"), seasonal allergy ("seasonal allergy"), food allergy ("food allergy"), drug hypersensitivity ("allergy to certain medications as well") and skin disorder ("bumps on hand"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved, the procedural pain was resolving and the abdominal adhesions, uterine adhesions, dermatitis allergic, hypersensitivity, fatigue, gastrointestinal disorder, visual impairment, migraine, headache, seasonal allergy, food allergy, drug hypersensitivity and skin disorder outcome was unknown. The reporter considered abdominal adhesions, dermatitis allergic, drug hypersensitivity, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, procedural pain, seasonal allergy, skin disorder, uterine adhesions and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6)2007 (previously reported) and (B)(6)2007. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain,abdominal adhesions,uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events bumps on hand was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dry skin and eczema. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), procedural pain ("I almost 6 weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion / bladder adhesion"), uterine adhesions ("uterus adhesion"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), migraine ("migraines"), headache ("headaches"), seasonal allergy ("seasonal allergy"), food allergy ("food allergy"), drug hypersensitivity ("allergy to certain medications as well") and skin disorder ("bumps on hand"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved, the procedural pain was resolving and the abdominal adhesions, uterine adhesions, dermatitis allergic, hypersensitivity, fatigue, gastrointestinal disorder, visual impairment, migraine, headache, seasonal allergy, food allergy, drug hypersensitivity and skin disorder outcome was unknown. The reporter considered abdominal adhesions, dermatitis allergic, drug hypersensitivity, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, procedural pain, seasonal allergy, skin disorder, uterine adhesions and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 (previously reported) and (B)(6) 2007. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain,abdominal adhesions,uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), procedural pain ("I almost 6 weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion / bladder adhesion"), uterine adhesions ("uterus adhesion"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved, the procedural pain was resolving and the abdominal adhesions, uterine adhesions, dermatitis allergic, hypersensitivity, fatigue, gastrointestinal disorder, visual impairment, migraine and headache outcome was unknown. The reporter considered abdominal adhesions, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, procedural pain, uterine adhesions and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 (previously reported) and (B)(6) 2007. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain,abdominal adhesions,uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this present case, including reporter and legacy device report number (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), procedural pain ("I almost 6 weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion / bladder adhesion"), uterine adhesions ("uterus adhesion"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), migraine ("migraines"), headache ("headaches"), seasonal allergy ("seasonal allergy"), food allergy ("food allergy") and drug hypersensitivity ("allergy to certain medications as well"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved, the procedural pain was resolving and the abdominal adhesions, uterine adhesions, dermatitis allergic, hypersensitivity, fatigue, gastrointestinal disorder, visual impairment, migraine, headache, seasonal allergy, food allergy and drug hypersensitivity outcome was unknown. The reporter considered abdominal adhesions, dermatitis allergic, drug hypersensitivity, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, procedural pain, seasonal allergy, uterine adhesions and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date on (B)(6) 2007 (previously reported) and on (B)(6) 2007. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain, abdominal adhesions, uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received events added food allergy , seasonal allergy and drug allergy and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'). In an adult female patient who had essure (ess205) (batch no. 623194), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dry skin and eczema. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), procedural pain ("I almost (B)(6) weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion/bladder adhesion"), uterine adhesions ("uterus adhesion"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), migraine ("migraines"), headache ("headaches"), seasonal allergy ("seasonal allergy"), food allergy ("food allergy"), drug hypersensitivity ("allergy to certain medications as well"). And skin disorder ("bumps on hand"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved. The procedural pain was resolving and the abdominal adhesions, uterine adhesions, dermatitis allergic, hypersensitivity, fatigue, gastrointestinal disorder, visual impairment, migraine, headache, seasonal allergy, food allergy, drug hypersensitivity and skin disorder outcome was unknown. The reporter considered abdominal adhesions, dermatitis allergic, drug hypersensitivity, dysmenorrhoea, fatigue, food allergy, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, procedural pain, seasonal allergy, skin disorder, uterine adhesions and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted, in essure implant date: (B)(6) 2007, (previously reported) and (B)(6) 2007. Left tube with 2 trailing coils. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain, abdominal adhesions, uterine adhesions. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter's information added, lot no. Added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), procedural pain ("I almost 6 weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion / bladder adhesion"), uterine adhesions ("uterus adhesion"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and menorrhagia had resolved, the procedural pain was resolving and the abdominal adhesions, uterine adhesions, dermatitis allergic, hypersensitivity, fatigue, gastrointestinal disorder, visual impairment, migraine and headache outcome was unknown. The reporter considered abdominal adhesions, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, procedural pain, uterine adhesions and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 (previously reported) and (B)(6) 2007. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain,abdominal adhesions, uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, hypersensitivity, fatigue, gi conditions, vision problems, migraines and headaches were added. Essure implant and explant date were updated. Outcome for events dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were resolved. Event medical device removal was deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I almost 6 weeks po') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I almost 6 weeks po and have very little pain anymore from that"), abdominal adhesions ("bowel adhesion / bladder adhesion") and uterine adhesions ("uterus adhesion"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, abdominal adhesions and uterine adhesions outcome was unknown and the procedural pain was resolving. The reporter considered abdominal adhesions, medical device removal, procedural pain and uterine adhesions to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain,abdominal adhesions,uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: social media received. Case become valid. Injury nos replaced with new events. Reporter's information was added. Added event medical device removal, bowels/bladder adhesion, uterus adhesion, I have almost 6 weeks po. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.